Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: power-on-power-off events were observed in the black box associated with "cs052/cs054" alarms. The pump was returned with the battery compartment cracked starting at the threads to the left side of the grip pad and from the case seal traveling to the grip pad. The battery cap was able to fit for testing. Intermittent power was duplicated during the investigation. The pump was exercised for 24 hours with no loss of power occurring. The pump was opened with no further defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.